Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not duplicated. The device evaluation found front panel mouth was chipped and bottom chassis was rusted. Also found bad scope socket; locking mechanism not protecting the pins. Corrosion inside scope socket. In addition, found dust inside unit and found lot a of dust blocking air ventilation on top cover grill. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an electrical surge when connecting the evis exera iii xenon light source. There was a big flash of light after connecting the scope and turned the light sourse and processor on. There was the smell of burn. The processor seemed fine, but the light source seemed to be the issue. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event cannot be specified. Olympus will continue to monitor field performance for this device.